Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Patient involved in motor vehicle accident and sustained a distal tibia and fibula fracture. Tibia fracture treated with lcp plate and cortex screws. Fibula fracture treated with third tubular plate and cortex screws. Three screws broke postoperatively. This is the 3rd of 3 reports submitted on this event.